Event description:
Pt is an 81-yr-old male with a history of bilateral knee problems, secondary to osteoarthritis. He underwent osteotomy of the right knee during 1980 and a total knee arthroplasty of the right knee during 1986. A revision of the right was performed during 1994. During the past year, the pt began experiencing increasing pain in the right knee, limiting his daily activities. The knee progressed to a varus deformity. An aspiration of the knee revealed no organisms isolated on culturing. Pt was admitted to the hosp for revision of the right total knee. Intraoperatively, a large amount of metal debris synovitis was encountered. The tibial component was found to be very loose. The pt was found to have a large defect on the medial tibial plateau. Frozen section examination of the tissue revealed no acute inflammation. The femoral components were also replaced. Primary total knee replacement was performed at another facility.